Manufacturer narrative:
Beckman coulter (bec) field service was not dispatched to evaluate the instrument. The customer was able to resolve the leak. (B)(4).

Event description:
The customer reported a leak from the blood sampling valve (bsv) inside a coulter lh 780 hematology analyzer. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated in connection with this event. The customer found and reattached disconnected tubing in the bsv, which resolved the leak.